Manufacturer narrative:
The complaint of no flow on the 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13518646 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, where it was reported that tastuzumab would not infuse, on secondary line (line b). It was also mentioned that the clave secondary port on primary line appeared to be pushed in. The primary line was changed out and then trastuzumab was able to be infused. There was patient involvement, however no report of patient harm.